Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced due to an infection. This system is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device was performed. Analysis did not identify any device issues that would have made an infection more likely than what is described in the instructions for use for this device as a known inherent risk of the use of this product.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced due to an infection. This system is expected to return. No additional adverse patient effects were reported.